Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-2210-0 - island dressing 50/box. The patient stated, the island dressings is causing him itchiness and has a rash from scratching. There was patient involvement, itchiness and rash reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".